Manufacturer narrative:
Product analysis: the everflex entrust was returned inside a previously opened everflex entrust box which indicated lot a722757. No ancillary devices were included. The everflex entrust was inspected and found the stent was not loaded the catheter shaft. The red locking pin was not inserted the handle assembly. The stent was not loaded the catheter shaft. The pusher was located at approximately 2.5cm from the distal tip. A kink to the catheter shaft was observed at the distal edge of the blue strain relief. The thumb wheel was rotated with no resistance, but the pusher within the catheter shaft did not move. The handle assembly was opened and observed the pull cable detached from the proximal end of the silver outer. The silver outer bond area of the pull cable was frayed out, suggesting exposure to excessive tensile force. The distal end of the pull cable to was inspected under microscope and found the cable frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 6 fr non-medtronic sheath was used. The stent was fully deployed at target lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to implant an everflex se stent in the sfa. The device was prepped per the IFU. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. It was reported that deployment issue occurred. The last centimeter of the stent was not deployng despite the continuing ratchet of the thumb wheel. The thumbscrew/lock-pin was checked for securement. The lock-pin was removed right before deployment. Physician had to pull the stent catheter back through the sheath to release the final centimeter of the stent from the delivery catheter. There was enough friction from the previous 14cm of the stent being adhered to the vessel wall and was able to release the last centimeter by pulling on it.